Event description:
The facility reported a tubing leak in the homechoice set. Per the affiliate, the issue was noted during use and no patient injury or medical intervention was associated with this incident.